Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18094711 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip (nose) of the incraft iliac extension system (iliac limb 13mm x 12cm) came loose when introduced into the patient through the guide wire. The doctor realized what had happened before opening the system and removed the entire system from the patient. It was necessary to use another iliac extension to proceed with the procedure. There was no reported injury to the patient. The device will be returned for evaluation. Three images were provided and reviewed. Image 1 shows an incraft delivery system on a sterile field, blood-stained with a separated distal tip. Image 2 shows an incraft delivery system on a sterile field, blood-stained with a separated distal tip. This time from a closer position and slightly different angle. Image 3 shows an incraft delivery system on a sterile field, blood-stained with a separated distal tip. This time from an even closer position. Additional information and device status was requested; however, both were not obtained after multiple attempts made.

Event description:
As reported, the tip (nose) of the incraft iliac extension system (iliac limb 13mm x 12cm) came loose when introduced into the patient over the guide wire. The doctor realized what had happened before opening the system and removed the entire system from the patient. It was necessary to use another iliac extension to proceed with the procedure. There was no reported injury to the patient. The device will be returned for evaluation. Three images were provided and reviewed. Image 1 shows an incraft delivery system on a sterile field, blood-stained with a separated distal tip. Image 2 shows an incraft delivery system on a sterile field, blood-stained with a separated distal tip. This time from a closer position and slightly different angle. Image 3 shows an incraft delivery system on a sterile field, blood-stained with a separated distal tip. This time from an even closer position. Additional information and device status was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
The tip (nose) of the incraft iliac delivery system (iliac limb 13mm x 12cm) came loose when introduced into the patient over the guide wire. The doctor realized what had happened before implanting the system and removed the entire system from the patient. It was necessary to use another iliac system to proceed with the procedure. There was no reported injury to the patient. The product was not returned for analysis. Product images were provided for review, which show a blood-stained delivery system with a separated distal tip. A product history record (phr) review of lot 18094711 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner member-distal tip separated - in patient¿ was confirmed through analysis of the images provided for review. The exact cause of the event could not be determined during analysis of the images. Based on the limited information available for review, procedural or handling factors may have contributed to the event. According to the instructions for use, which is not intended as a mitigation of risk, ¿remove the appropriately sized aortic bifurcate and two iliac limb delivery systems from their packaging and examine for possible damage such as kinks or separated components. Do not use if damage is suspected.¿ neither the phr review nor the images analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.